Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a linear opening, and brown/yellow particles on inner/outer surface. Leak test and microscopic analysis were performed an identified a linear smooth opening in a crease on radius side, and linear sharp openings in the same location of crease on posterior side. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a smooth crease opening assessed as fold flaw opening, and a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.